Event description:
Hot flashes, early onset of menopause, headaches, joint pain, and debilitating abdominal pain that comes and goes immediately after getting essure implants. Please stop the use of essure implants!